Event description:
Pt dialysis treatment initiated without incident for reinfusion of blood at termination of treatment a small amount of tiny air bubbles were noted in venous and arterial line. The air detector alarm did not alarm. Air bubbles appeared to be entering the blood line from the connectionpoint of the arteriaal needle lines and arterial bloodline. Pt was disconnected and system was recirculated until air was gone.